Manufacturer narrative:
An event regarding size/fit issue involving a femoral trial head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned device was done. Minor damages and scratches were observed. Articulating surface of the head has scratches and gouges, therefore a functional analysis could not be performed as the head was returned damaged. Damages observed are consistent with explantation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: on the basis of visual inspection and material analysis, the investigation concludes that minor damages and scratches that were observed on the devices are consistent with explantation. Articulating surface of the head has scratches and gouges, therefore a functional analysis could not be performed as the head was returned damaged. Therefore, the event could not be confirmed or root cause determined. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon tried to trial reduction by the cup trial and the head trial but the head trial did not move smoothly. Therefore, the surgeon changed the head trial to another head trial.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation

Event description:
The surgeon tried to trial reduction by the cup trial and the head trial but the head trial did not move smoothly. Therefore, the surgeon changed the head trial to another head trial.